Event description:
Reporter alleged obtaining the results of 91 mg/dl and 45 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had some hypoglycemic symptoms and self-treated with food and drink. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The field service representative found the account had generated discrepant total bilirubin results. The discrepancies occurred in the middle of a batch of samples. The run involved at least 100 samples. The original results were deleted and samples were rerun on another d module analyzer. Original results were not reported and patients were not affected. Customer provided only approximate results, original total bilirubin results of up to 14 mg/dl and repeat results less than 1 mg/dl. Exact number of samples affected is unknown. Total bilirubin reagent lot was 15829000. The field service representative determined particles in the r2 reagent caused a reagent dispense problem by clogging the nozzle. He cleaned reagent line and replaced r2 total bilirubin reagent. He verified analyzer operation by recalibrating total bilirubin assay and running qc which was within specification.

Manufacturer narrative:
The investigation found precipitate in the r2 reagent does not affect the results being generated. Experiments revealed no massive high recoveries were caused by clogging of the tubes and total clogging of the tube would result in zero values. The package insert documents: "over time, a slight discoloration or small particles may be observed on the bottom of the r2 bottle. The discoloration or particles do not affect reagent performance". The original sample results were not reported to the physician, therefore no patients were treated based on the original results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.